Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) meter read "high" and customer had moderate ketones. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Bg was addressed with a bolus via the pump.